Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 and diabetic ketoacidosis. Reportedly, the pump settings were not high enough. The customer went to the emergency room and was subsequently hospitalized. Reportedly, the customer reverted to an alternate form of insulin therapy until healthcare provider can assist with updating pump settings. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.